Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16.5mm from the distal end. There were not any scratches, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point, and the coarse part was located in the fracture surface. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the grasping the tissue. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopy-assisted distal gastrectomy (ladg), the probe of the subject device suddenly broke and the fragment fell off into the patient's abdominal cavity. The fragment was retrieved immediately and the procedure was completed with another t3905. There was no report of patient's injury regarding this event.